Event description:
Customer's mother called reporting the absence of no delivery alarms on her daughter's insulin pump. Customer's blood glucose is 165 mg/dl. During trouble shooting, the device screen showed over twenty units left in the reservoir. Customer attempted the high pressure test, but the device did not alarm under five units of insulin. Customer was advised that back pressure was needed to produce the alarm. She was advised to monitor the device and call back if the issue persists. Customer's mother was also concerned about the lack of an empty reservoir alarm. She was advised that a low reservoir alarm will alert customer before the reservoir runs out. If the reservoir is empty, a no delivery alarm will alert customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.